Manufacturer narrative:
(B)(4). This report was received from a consumer via the baxter patient support program. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. The patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). On an unreported date, the peritonitis was resolved, the patient was recovered from the event and discharged from the hospital. At the time of this report, dianeal therapy was ongoing. No additional information is available.